Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) united kingdom alleging his onetouch ultraeasy meter displayed a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly took more food and/ or drink. Due to not being able to test, about 12 hours after the start of the alleged issue, the patient claimed he felt symptoms of cold hands/ feet, shaky and fast heartbeat. The patient treated himself with glucose tablets/ glucose gel. The patient denied testing his blood glucose with another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was informed the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.